Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no samples or photos received for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd phaseal ¿ l connector c90j leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported as follows: after an anticancer agent was injected into the saline bag through c90j, a terumo IV set was connected to the saline bag. During infusion, c90j fell out of the rubber stopper of the saline bag. There was a small leakage of anticancer agent.